Event description:
It was reported that low sensing and no capture was observed on both ra and rv leads. Xray confirmed dislodgement. The rv was capped and replaced, and the ra lead was explanted and replaced. The patient was stable. Related manufacturer reference number: 2017865-2022- 47440.